Event description:
The customer reported that a patient had pulled their leads off and expired. The customer needs assistance to obtain archive strips to review the incident.

Manufacturer narrative:
Based on the available information, the device did not malfunction and the customer was seeking information regarding the incident. After the patient pulled off the ECG leads, the staff were unaware of the patient's condition and there was a delay in treatment. Philips is in the process of investigating this event and the complaint remains under investigation. A final report will be submitted once the investigation is completed. (B) (4)